Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the monitor for the navigation system did not function as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for evaluation. When connected to a known operational navigation system, the monitor would lose display functionality shortly after powering on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the surgeon monitor for the navigation system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.